Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant procedure the physician opened the lead and there appeared to be a bend at the connection of the coil to the lead end and caused the physician some concern as it functionality. The lead was not utilized and an alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.